Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was surgically implanted via direct right arterial access site in a 62 year old male patient for ami/cgs. The patient¿s comorbidities are cad and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. During ongoing support, the patient was found to have an incidental right subarachnoid hemorrhage on CT head. The stroke etiology was confirmed to be hemorrhagic in nature. The patient is concurrently receiving va ECMO therapy, and bivalirudin anticoagulation was held pending neurology recommendations. The patient remains on impella 5.5 support at this time and patient outcome is stable. Based on available information, the stroke event is more likely associated with the patient¿s critical condition and the known bleeding risks of systemic anticoagulation and concurrent va ECMO therapy.